Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Details are not fully known other than patient went to see the surgeon for pain and instability , on inspection with and x ray it was discovered that the ceramic head was apparently fractured . Patient was scheduled for a revision case and the fractured head was replaced by the surgeon . Date of revision operation : (B)(6) 2018. Date of original operation : 2000. Side : left hip reason for revision ¿ dislocation , pain ¿ fractured implant.